Event description:
Customer reported the left monitor went black during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a monitor calibration. System operates as intended.